Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. It was indicated that the patient used an expired sensor, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).